Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue with a returned olympus asset during device inspection, and there was no reported customer product complaint or allegation; therefore, there is no customer-reported date of event a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 connection error and image flickering was due to transmitter and receiver module failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, e226 connection error and image flickering was observed. The repair center indicated that the most likely cause of the e226 connection error and image flickering was due to transmitter and receiver module failure. There was no patient involvement.